Event description:
The physician was attempting to deliver two endeavor resolute rx drug eluting stents to the lcx which had 80% stenosis. The lesion had been pre-dilated and the devices were inspected before use, with no reported issues. It is reported that the device could not pass the lesion. The physician removed the devices and found that the stents were kinked. It is unknown how the procedure was completed. No reported patient complications. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 80% stenosis). Inherent risk of procedure (failure to deliver the stent and stent deformation). No results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusions: device failure related to patient condition (lesion morphology - 80% stenosis). Known inherent risk of procedure (failure to deliver the stent and stent deformation). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).